Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient was making routine adjustment and the one side worked just fine but on the left side the patient programmer (pp) was saying off and ok. Caller stated it was an accident and thinks the ins turned off when the patient fell a couple days ago and yesterday. It was reviewed for the caller how to turn the ins back on using the pp, however troubleshooting could not be done at the time of the call due to lack of access to the product. Caller was not sure if the call was related to the device/therapy. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was initially hard to understand and it sounded like they were saying they needed help with adjustments. The patient¿s wife explained that the patient was having tremors in their right leg. The caller said the left implant controls the right and the right control the left side. The caller said the doctor told them they could make adjustments as needed and the hcp got in touch with the other doctor for programming. The caller stated that the doctor told them to go by how the patient feels and then make adjustments as needed. The other doctor told them to wait 24 hours to see how it affected the patient. It was stated that since the patient fell they should follow up with the hcp about the fall and tremors. The caller wanted help to make adjustments. The caller said that before the hcp had the patient set at 4.7v and 4.6v, and they went back to that, but it wasn¿t helping their tremors. The caller said both implants were set at 4.7v right now, and they still had tremors. It was asked if they were trying to increase and needed help. It was also reviewed that patient¿s typically try increasing stimulation to try and alleviate the tremors. The caller didn¿t understand what that meant, so they stated they could try to go from 4.7v to 4.8v to try to alleviate the tremors. The caller did not have the patient programmer. The patient said the stimulation showed off after the patient¿s fall. They turned stimulation back on and increased from 4.6v to 4.7v. It was unknown if the issue had resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they were able to turn the device back on using the patient programmer.